Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Provider states the right side crossbrace was bent and the rear wheels and the castors are worn.